Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. At the time of crossing the ring, it was observed that valve had a bent strut. There was no insertion difficulty or resistance between components experienced. The degree of calcification was mild in the femoral part and moderate in ascending aorta. It was decided to take out the whole system. There were no withdrawal difficulties or injuries. There was no sheath damage. The decision was made to postpone the surgery. The patient is stable and in good condition. The root cause of the event is unknown, as no difficulties were faced during procedure.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. At the time of crossing the ring, it was observed that valve had a bent strut. There was no insertion difficulty or resistance between components experienced. The degree of calcification was mild in the femoral part and moderate in ascending aorta. It was decided to take out the whole system. There were no withdrawal difficulties or injuries. There was no sheath damage. The decision was made to postpone the surgery. The patient is stable and in good condition. The root cause of the event is unknown, as no difficulties were faced during procedure.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed through the imagery evaluation. Due to unavailability of returned device, functional and dimensional testing were not performed. No manufacturing non-conformance were identified. Review of the DHR, chr, manufacturing mitigation, and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. At the time to cross the ring, it was observed that valve had a bent strut. No insertion difficulty or resistance between components experienced. The degree of calcification was mild in the femoral part and moderate in ascending aorta'. Per training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The presence of calcification can create a challenging pathway during the delivery system (with crimped valve) inserted through the patient access vessel. In this case, it is likely that the frame interacted with calcification during delivery system insertion though patient access vessel. In such situation if excessive force was applied it could lead to bent struts at inflow side of the valve. As such, available information suggests that patient factor (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified; therefore, no corrective or preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.